Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4).

Event description:
The reporter contacted animas on (B)(6) 2017 alleging the patient experienced hyperglycemia while on insulin pump therapy with blood glucose measuring greater than or equal to 500 mg/dl (27.7 mmol/l) with the associated symptoms of vomiting, dizziness, lethargy and polydipsia. The patient was reportedly treated by emergency medical services / hospital. The patient reportedly received treatment of insulin via injection. The reporter alleged a pump inaccurate delivery issue was associated with the patient¿s adverse event. Troubleshooting performed by animas customer support did not confirm any history/settings issue with the subject pump. This complaint is being reported because the patient allegedly experienced a serious injury while on insulin pump therapy associated with an alleged inaccurate delivery by the pump.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 04/18/2017 with the following findings: a review of the pump histories indicated the following: the last basal delivery occurred on (B)(6) 2017; the last bolus delivery was a 3.25 unit ezcarb bolus at 06:42 on (B)(6) 2017; the pump was manually suspended and resumed twice on (B)(6) 2017 and again on (B)(6) 2017. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump successfully completed a rewind, load, and prime sequence. The pump was exercised for 24 hours with no issues occurring. The pump passed delivery accuracy testing and was found to be delivering within required specifications. The complaint of an inaccurate delivery issue could not be confirmed or duplicated on investigation. Unrelated to the original complaint, investigation revealed that the display was discolored and the battery compartment was cracked in two places. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.